Event description:
It was reported to medtronic minimed that the customer experienced led anomaly, loss of communication between the transmitter and the pump, bent sensor, lost sensor alarm. The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-7841zn, mmt-7040a. Customer reported a loss of communication between the transmitter and the pump. Led light does not blink when connected to the sensor but xmtr was confirmed to have been charged. Customer reports the transmitter did not blink when connected to the sensor. Transmitter did not blink as expected when connected to the tester and/or removed from the charger. Transmitter led light may not be working properly customer reported a bent sensor (not a slight bend/curve). Customer reported blood at site. No further patient complications were reported. It was unknown whether the customer will continue to use the device. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests or verify led anomaly due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.